Event description:
Patient reported a rupture via ultrasound, unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation:  rupture.

Event description:
The device remains implanted.